Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was returned with the stent dislodged and resting over the distal tip. A number of proximal strut rows were raised from the balloon and compressed longitudinally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A mandrel was inserted through the lumen with some resistance noted. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error. (B)(4).

Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, the 2.75x20mm taxus liberte stent would not cross the lesion. The lesion being treated was located in the severely calcified left anterior descending (lad). The procedure was completed with another of the same device. No patient complications were reported and patient status is stable. Returned product analysis reveled stent damage, stent dislodgement, and shaft kinks.